Event description:
It was reported that the user accidentally entered two meal announcements within one hour while only consuming one meal. The user later received guidance on how to announce a meal bolus. No reported symptoms. The user proactively consumed half a banana as a precaution to potential low blood glucose (bg). Reported bg at time of the call was 95 mg/dl. Outcomes included user education and advice to monitor blood glucose closely; there were no alerts, alarms, injuries, or hospitalization. Investigation included troubleshooting and education regarding correct meal announcement use. Investigation of this case revealed user error related to accidental duplicate meal entry; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.